Event description:
Subsequently, boston scientific received information from an implant form that this device was electively explanted due to device upgrade in (B)(6) 2012. The device was received at boston scientific's return products department in (B)(6) 2012.

Manufacturer narrative:
There were no adverse patient events reported.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory and was found with a battery status indicator of beginning-of-life (bol) associated with a monitoring voltage of 3.10 volts. A visual inspection of the device header and casing identified no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this patient's latitude system detected a red alert (tachycardia mode to other than monitor + therapy). The local representative was notified and the clinic nurse had already started reviewing the data upload from latitude's physician web site. Subsequently, boston scientific crm received information that the device had been deactivated prior to a scheduled radio frequency ablation (rfa) procedure. The device's tachycardia mode feature had not been reprogrammed on following completion of the procedure. The local representative was notified and this feature was reprogrammed on. There were no adverse events reported.